Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loose/detached bend reliefs on the power cables was confirmed via submitted media. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. An image and videos submitted by the customer revealed areas of damage on the power cable strain reliefs. No underlying cable damage was observed. Log files were submitted for evaluation and relevant data from 01apr2025 ¿ 04apr2025 was reviewed. All of the captured data appeared to show the system controller operating as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department. It was noted that the bend relief on the black and white system controller power cables were loose and detached. There was no obvious damage to the power cables and the silicone jacket was intact. Log files were sent in to ensure no internal damage. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. No internal damage was noted. Rescue tape was used to secure the bend relief on the black and white cables.